Event description:
It was reported that while the physician was trying to coil an aneurysm that had been previously stented, the ninth coil (subject device) stretched and broke, leaving an estimated 2 cm tail protruding into the internal carotid artery (ica). The physician stated that the coil felt "gritty" as it was being inserted into the aneurysm. The physician attempted to retrieve the coil by using a snare but was not able to retrieve the coil. Therefore, the physician stopped the procedure. The protruding coil was left in place and the patient will be kept on clopidgrel. Current patient condition was reported to be stable.